Manufacturer narrative:
(H3) the disassembled tri-drive handle reported in was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, prior to use it was noted that the collar/spring came loose. Unsure when this happened. Patient was last known to be in stable condition following the event. Device will return for evaluation.